Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 322 which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determined the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. MFR ref no: 195355. Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up but not reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 322 in the medical nursing unit. It was also reported there was no pt injury.